Event description:
It was reported that the patient had a revision performed on (B)(6) 2012 because, her implantable neurostimulator (ins) "moved to the left and was on her side." The patient noted that it was painful when she would roll over in bed and it would wake her up. The patient stated that she "didn't know why the device moved." The patient did not report any falls related to this event. It was noted that the patient did not fell stimulation. The patient noted that she was unable to adjust stimulation and the "call your doctor" icon was displayed on her patient programmer. The patient noted a power on reset (por) condition had occurred. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3093-33 lot# v973753, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).